Event description:
"Catheter disconnected from port after 8 months in place; catheter traveled all the way to the heart."

Event description:
Response: the labeling for the device does not state the expected frequency of the event, described as ' catheter disconnected from port after 8 months in place; catheter traveled all the way to the heart.' The risk analysis for the product line states that the probability of catheter breakage occurring is low, a numeric rating of 1. The severity was monderate and the level of concern was I) improper securement, and/or ii) removal procedure. At present there is no data or info to implicate or to exclude either of the abovementioned possibilities. The complaint data shows that there were 3 complaints of breaks / connector problem for chemo-ports and 1181 were manufactured for the period jan. To june 2004. The data shows that there were 2 chemo-port breaks / disconnection in 2003, and 2632 manufactured. This gives a ratio of 0.075%. During the period 1997 to 2002 that ratio was 0.0962%. Based on trends there does not seem to be any significant increase in frequency or severity. MDR reporting. Evaluation normally includes collection of data from the user, sample testing, device history records examination, and similar activities. Recently, hdc has adopted a root cause analysis approach which includes more in-depth data collection from the user, comprehensive investigation of the event and related circumstances, identifying the root cause of the problem and any corrections needed and making recommendations. From the analysis done of this MDR report so far this has to be categorized as inconclusive, but which will be followed up: no further conclusion can be drawn at this time, based on the info currently available.